Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients receiving medication via implanted pumps. Per the consumer, their physician told them that ¿he was having problems with pumps with other patients¿.